Manufacturer narrative:
The investigation of low pump flow has been completed. The product and data were not returned for review. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an implanted impella 5.5 pump began to experience low flows one day into patient support. The pump was subsequently replaced to resolve the noted failure. There was no patient harm.